Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead polarity switch was identified with high and undefined impedance. No capture was also noted and the patient had underlying rhythm of atrial fibrillation. Possible fracture was suspected and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.